Manufacturer narrative:
Product returned for evaluation. Root cause not determined. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Patient reported blood glucose levels reached > 14mmol/l (> 250 mg/dl) and the cannula was kinked. The pod was worn for 2.5 days.

Manufacturer narrative:
The returned device was evaluated and performed as designed. An occlusion alarm, a safety feature not considered a malfunction, was confirmed; its root cause could not be determined.